Manufacturer narrative:
03/04/1999- supplemental report #1 sent to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the insulation on the instrument was damaged. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.